Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #c9e397. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number c9e397, and no non-conformances were identified.

Event description:
It was reported that during unknown surgery, the device did not work with the battery on. The battery was removed and put it back on again and the device did not work. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.